Event description:
Analysis of a handheld returned (MFR. Report # 1644487-2015-05722) was completed on 10/29/2015. During the analysis it was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on (this condition can also cause the handheld to power off intermittently). Further analysis of the handheld also identified that the returned battery was defective, and unable to hold a charge. No further anomalies were identified. It was reported that the handheld was taken between offices and left in the hot car which may have contributed to the swelling of the battery.